Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces and no button error alarm during testing noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and force system sensor and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 401 mg/dl. Troubleshooting found that the customer's buttons on the insulin pump are not responsive and that the pump fell and was submerged in water. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. The customer was advised that the device would be replaced and she agreed to return the product for analysis.